Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, the implantable cardiac defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. No intervention was performed. No further information was reported.